Event description:
It was reported that when using the bd pyxis¿ es server multiple devices were in critical override, and messages were not crossing over. The customer stated that they were unable to access the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple devices were on critical override. A technical support specialist checked the system and confirmed that messages were flowing and carefusion coordination engine (cce) was operational. The customer was informed that the data sync service, which enables devices to communicate with the server, was running on both servers. Since only some devices were affected, further checks were performed. The customer confirmed there were no network issues at the facility. Upon reviewing the data sync logs, it was found that syncing had stopped and was not updating, with an error trace showing no sync download since the last successful sync. The data sync and notification services were restarted, after which syncing resumed successfully and critical override alerts were cleared from the system. The system functioned as intended after the technical support specialist troubleshot the device.